Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event. A service history record review was performed and revealed no issues that could have caused or contributed to the issue. An internal/external inspection was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. Test piston foam was installed and the device was able to pass the volumetric accuracy test. The cause of the reported issue was due to the deteriorated piston foam. To correct the issue, the piston foam was replaced. There is a CAPA open to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.